Event description:
Healthcare professional reported, via ultrasound, left side "wavy edges and the presence of fluid in its periphery," "presence of lymph nodes," "rupture," and "severe fibrotic capsule retraction." Device has been explanted and replaced.

Manufacturer narrative:
(B)(4). City:caldas. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of rupture, seroma-late, capsular contracture, and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: wrinkling, rupture, seroma-late, lymphadenopathy, and capsular contracture , baker grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3.

Event description:
Healthcare professional reported, via ultrasound, left side "wavy edges and the presence of fluid in its periphery," "presence of lymph nodes," "rupture," and "severe fibrotic capsule retraction." Device has been explanted and replaced.